Manufacturer narrative:
Analysis of the programmer confirmed the customer comment of an intermittent stylus issue, the overlay and bezel were replaced. Analysis could not confirm any issues printing or saving to portable document format (pdf). Analysis also noted that the right display hasp was broken. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus was not working, the user attempted to change out the stylus but this failed to resolve the issue. The programmer also had issues saving to portable document format (pdf) and the universal serial bus (usb). There was no patient involvement.